Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the angioseal vip device was difficult to insert. The following information was provided by the user facility: the doctor performed a triple vessel pci on the patient; an 8 fr angioseal was selected to close up the vessel puncture; the doctor experienced difficulty inserting the angioseal device; several attempts were made to insert the angioseal device into the patient; after repeated attempts, the physician resorted to manual compression; the procedure was completed successfully; blood loss was reported to be less than 250cc; and the patient was reported to be safe.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device evaluation and completed investigation. Two angioseal devices were returned in a partially crushed cardboard box. The returned sample relevant to this complaint comprised of an 8fr carrier tube assembly still in the unopened foil pouch, a dilator, an 8fr sheath, and the accompanying guidewire. Remnants of dried body fluid were observed on the outside of the foil pouch and clear plastic holder used in packaging which housed the carrier tube assembly. The accompanying dilator and sheath were found in the original packaging along with a guidewire in the standard shipping orientation. The external pouch with the temperature sensor showed that the product which was returned has been exposed to temperatures higher than 100 fo. There was also a handwritten note of "write off 14/03/17" likely for the user's own purposes. The actual device was evaluated. Visual, functional and dimensional tests were performed on the returned arteriotomy locator and hemostatic sheath to determine the cause of the insertion difficulty that was reported. No cosmetic anomalies were observed with either the arteriotomy locator or hemostatic sheath. No visual damage was observed at the homeostatic sheath receptacle. The carrier tube assembly was not removed from the foil pouch for testing since the physician elected to not open the foil pouch and remove the device. Dimensional measurements of the inner diameter of the of the hemostatic sheath were taken using pin gauges. The measurement of the outer diameter of the locator sheath was measured to be 0.1061"; print (B)(4) specification: 0.106" +/- 0.001". The inner diameter of the arteriotomy locator sheath was measured to be 0.105"; print (B)(4) specification: 0.105" +/- 0.001". For functional testing the arteriotomy locator was inserted into the hemostatic sheath with no abnormal resistance. A tactile snap was observed when the dilator was fully inserted. The dilator was then removed from the sheath with no abnormal resistance. No functional anomalies were noted. Functional analysis was unable to confirm the complaint which the physician reported. No device failure was noted during the testing performed. There have been no other similar complaints reported within the same lot and no anomalies were found on the DHR which may have contributed to the reported incident. There is no evidence that this event was related to a device defect or malfunction. The arteriotomy locator was able to successfully be inserted into the hemostatic sheath. From the results of the testing the complaint could not be confirmed. No conclusions can be drawn as to the cause of the complaint since the complaint was unconfirmed. The IFU speaks to " the angioseal insertion sheath should not move into or out of the artery" the physician indicating that multiple attempts were tried to insert the device implies that he attempted to insert the device multiple times prior to using manual compression. The angioseal is a onetime use device. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.